Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment had evidence of moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/29/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/19/2015 with the following findings: the battery compartment was cracked at the threads on the side. There was moisture corrosion observed in the battery canister and on the the battery cap. The pump could not be powered on. The pump¿s cover was removed and no further moisture ingress or any intermittent condition was found to the power printed circuit board.